Manufacturer narrative:
The device was taken out of use and inspected by the arjo technician. According to the results, no fault was found within the device. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of maxi twin lift. It was reported that the device tipped during weighing operation with patient on the lift. According to the customer facility, the lift was at full height, with legs closed. The device was on the carpet and left front castor was at an angle when the lift became unstable. The patient on the lift did not sustain any injury. The caregiver stated to have a strain to left shoulder and down one arm.

Manufacturer narrative:
Arjo was notified about an event with involvement of maxi twin lift. It was reported that the device tipped during weighing operation with patient on the lift. According to the customer facility, the lift was at full height, with legs closed. The device was on the carpet and left front castor was at an angle when the lift became unstable. The patient on the lift did not sustain any injury. The caregiver stated to have a strain to left shoulder and down one arm. The device was taken out of use and inspected by the arjo technician. According to the results, no fault was found within the device. The device was put back to use. Due to possible carpet wrinkling the customer facility straightened the carpet. The maxi twin instructions for use (04.kt.00_15gb) include important information regarding safety and correct use of the device, such as: ¿to avoid the possibility of injury always make sure that: (¿) lower the maxi twin lift during transfer to a safe height, little higher than a normal chair height.¿ ¿to avoid the device from tipping and the resident from falling, do not use the equipment on floor with recessed drains, holes or slopes exceeding a ratio of 1:50 (1.15°).¿ ¿to position the resident over the bed/chair, use the lift handles, do not pull the sling.¿ maxi twin lift was designed in compliance with the iso 10535 stability requirements and the device was confirmed to be stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535, a stability test was performed during the design phase for the maxi twin device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. In summary, the technical inspection revealed that the device was up to manufacturer¿s specification after the event. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. The device was used for patient handling when the event occurred and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to indication of a device tipping over during patient transfer.